Event description:
It was reported that on (B)(6) 2023, during postop inspection, it was noted that the inner threads on the conduit pluf inserter and inner shaft were damaged to the point of not functioning. Also, the plastic tip of the mallet was broken off, leaving the threads behind. There were no patient consequences reported. This report involves one conduit straight tlif / plif transforaminal / posterior lumbar interbody implant inserter inner shaft . This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1: conduit straight tlif / plif transforaminal / posterior lumbar interbody implant inserter inner shaft. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal the reported stripped condition for t handle inserter inner shaft, however shaft shows the signs of usage. Review of provided photos only shows the product information and did not reveal the reported condition and cause of issue remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the t handle inserter inner shaft would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for t handle inserter was conducted identifying that lot number nn185632 was released in two batches: batch 1: lot qty of (B)(4) were released on 05 aug 2022 with no discrepancies. Batch 2: lot qty of (B)(4) were released on 07 dec 2022 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of the shaft near the proximal end were stripped. The device interaction allegation can attribute to the stripped condition. A functional test was performed, both devices pet30102t & pet30101t cannot be assembled correctly. The complaint condition was able to be replicated. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition was consistent as an end of life indicator for the device the overall complaint was confirmed as the observed condition of the t handle inserter inner shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.